Event description:
New information noted that a defibrillation test was performed on the patient and the physician elected to make no programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018 for routine follow-up. Upon interrogation, the implantable cardioverter defibrillator, episodes of non-sustained right ventricular oversensing was noted. Review of electrograms from (B)(6) 2017 revealed low level, high frequency noise resulting in pacing inhibition; myopotential oversensing was suspected. No intervention was performed. The patient¿s condition was fine. The patient will be monitored with routine follow-up.